Event description:
A medtronic rep reported from the site after an ent case that the screen flashed back for 5 seconds during the procedure. He reported that the incident occurred when they were switching sides (doctor was not navigating with a probe). The screen displayed full screen video when this happened. The system behavior did not harm the patient.

Manufacturer narrative:
Investigation is currently in progress.